Event description:
It was reported that a patient's blood glucose levels reached 16.5 mmol/l (297 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. The patient noted bleeding and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed with evidence of blood on the adhesive pad. Cracks were observed on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Investigation of the device found no evidence of any damages or manufacturing deficiencies that would result in the cannula becoming dislodged or cause bleeding/bruising at the infusion site.